Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting impedance measurements greater than 2500 ohms. A review of the data from the last follow-up showed elevated measurements with some undersensing which resulted in inappropriate pacing. The patient does not require a lot of pacing and there was no oversensing or pacing inhibition noted. The associated device was programmed to aair mode temporarily and the patient will be followed later in the week. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming that one week following the initial clinical observations, a revision procedure was performed and the lead was removed from service. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.